Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad button symbols were observed to worn off. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the ok and down arrow keypad buttons require several presses to obtain a response. She noted that the buttons feel flat. She confirmed that there are no holes or tears in the keypad. The patient reported that she wears the pump in a pump skin, and denied cleaning the pump.